Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 1/8/2025: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2024. Additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, it was reported by a sales representative via email that three abs-2329-1 allosync pushlock were loaded each with an ar-7276 labraltape and the implants broke upon insertion with a longitudinal split. The eyelets were quickly removed and replaced with a standard ar-2923bc biocomposite pushlock. The case was delayed five minutes without impact to the patient or final repair. This was discovered during a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.